Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device paddles are damaged. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective paddles the reported problem was confirmed. Based on the information available, kit paddle pocket plates is replaced to fix the issue. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of kit paddle pocket plates is replaced to fix the issue. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.